Event description:
Adverse event(s): "surgery delayed 10 minutes" (no code available). Product problem(s): "system message 3099 and 3035, unit switched out" (device displays error message). A biomedical engineer reports the system displayed error messages and the unit was switched out with a 10 minute delay. No patient impact and no canceled cases.

Manufacturer narrative:
During the onsite investigation, the territory manager (tm) confirmed the system message 3099, fluidics communication issue, and replaced the fluidics module to address the issue. A review of complaints for the last 24 months did not indicate any additional reports for the system. The returned fluidics module has not been received yet for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4). (B) (4).